Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the loading unit was fully fired, and the anvil clamping mechanism was deformed. Pmv performed functional testing which included loading unit was loaded into the subject instrument for functional evaluation. The loading unit anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism .the loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when application over tissue that is beyond the recommended thickness range application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during functional end-to-end anastomosis for sigmoid, at side-to-side anastomosis. The surgeon fired the device, however, at the one side of the resected line, the staples were malformed and they were not stapled on the tissue. The tissue of other side was stapled, however the staples were not complete b-formed and the oozing had occurred. They resected unstapled tissue and changed the procedure from functional end-to-end anastomosis to double stapling technique. The handle was connected to the new cartridge and was fired with no problem. The surgical time was extended by more than 30 min. Additional tissue resection was required due to the issue. There was tissue damage.